Event description:
The customer reported that during a therapeutic procedure, when they turned on the power to the olympus imager and connected the scope, a green horizontal noise occurred in the olympus 4k uhd lcd monitor. According to the initial reporter, there was noise when outputting 4k, but no noise in the image when outputting hd-1080i. Reportedly, the customer replaced the display with another unit, and completed the intended procedure without any report of patient harm. This report is related to reports with patient identifiers: (B)(6).

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was not reproduced. The device evaluation found no green horizontal noise appeared. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.